Event description:
It was reported that left ventricular (lv) exhibited no capture at maximum outputs and peripheral nervous system (pns) in most configurations. The lead was explanted and replaced. The patient later discharged.